Event description:
An attempt was made to use a scuba co-cr peripheral stent to treat a lesion in the iliac and femoral artery. The device was inspected prior to use with no abnormalities were noted. The protective balloon sheath was present on the balloon when the device was removed from the hoop and no difficulty was experienced removing the sheath. However it was reported that when the device crossed the lesion, it was noted that the stent had dislodged from the balloon to the distal end of the femoral artery. No difficulty was reported crossing the lesion. The artery was cut to take out the device. A new scuba device was used to complete the operation. Patient is reported to be fine post procedure. No clinical sequelae were reported. Evaluation summary: the stent was not mounted on the balloon but was present in the pouch. It was highly damaged and deformed. Traces of radiopaque liquid were detected in the shaft and in the balloon. Crimp impressions were detected on the balloon.

Manufacturer narrative:
(B)(4): evaluation codes, results: incorrect technique/ procedure (improper preparation procedure). Conclusion: device failure due to user handling (improper preparation procedure).